Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 43-year-old male was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support the patient was transferred to another unit and the device began intermittently alarming for impella in aorta. A bedside echocardiography was performed and the pump was pulled back in the aorta and repositioned. Additional alarms for positioning and suction were reported, and the pump position was confirmed with transesophageal echocardiography (tee).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.